Event description:
It was reported that vessel dissection occurred. The 85% long diffused target lesion was located in the mildly calcified mid to distal segment of the right coronary artery (rca). After the lesion was dilated with a 1.5x10mm non-boston scientific balloon, a 2.75 x 48 mm synergy drug-eluting stent was deployed. However, a proximal edge dissection was found at the proximal rca. Subsequently, another small size of stent was deployed to cover the dissection, and the procedure was completed. No patient complications were reported, and the patient status was stable.